Manufacturer narrative:
The insulin pump passed the rewind, displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received 2 no delivery alarms from the same infusion set box. Customer advised both infusion sets had bent cannulas when they were removed from the body. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the issue was resolved with a complete set change. Customer was advised that a replacement infusion set and reservoir would be sent out and they agreed to return products for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.